Event description:
The reporter was notified by their anesthesia techs that the drager 2000 vaporizers for 4 new narcomed 6100 anesthesia machines were all found to be leaking sevoflurane vapors from the fill port/sealing block on these new vaporizers. The hospital has contacted the MFR regarding their concerns. New vaporizers were shipped to the hospital in 6/2002 that don't leak (as of yet). The hospital has not experienced this particular problem with any vaporizer before.